Event description:
Reporter indicated a vns patient had cluster seizures, but that the patient had improved with vns therapy. The patient used the vns magnet and this helped to abort the seizures. Attempts for further information have been unsuccessful to date.